Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pt who was on treatment with lioresal intrathecal (baclofen) with dose of 446 microgram a day for spasms in both legs for the last (B)(6), over the past (B)(6) developed mood variations. After the baclofen pump was refilled on (B)(6) 2011, the pt experienced difficulties with sleeping, he spoke very incoherently, experienced psychotic symptoms and was hospitalized. It was reported that, the pump was working well. The outcome of the event was not reported. The physician was uncertain if lioresal was the cause of these events, however, it was not unlikely that lioresal was the cause.